Event description:
It was reported that after implant, it was questioned whether the hvx and hvb lead coils had been placed in their respective positions in the device header. No dfts had been performed at the time of implant due to patient frailty. It was further reported the patient would require dft testing and may need an invasive intervention to correct. In the meantime, the hva is programmed off. Follow-up attempts were unable to confirm the current status of the lead and the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.